Event description:
A report was received that the patient was experiencing pain from the pocket site all the way to his back on the left side. The patient was given muscle relaxers and steroids by the physician.

Manufacturer narrative:
Additional information was received that the physician had suspected an infection. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain from the pocket site all the way to his back on the left side. The patient was given muscle relaxers and steroids by the physician.

Manufacturer narrative:
Additional information was received that the physician confirmed that there was no infection. The patient was doing well.

Event description:
A report was received that the patient was experiencing pain from the pocket site all the way to his back on the left side. The patient was given muscle relaxers and steroids by the physician.

Manufacturer narrative:
Additional information was received that the patient was still had new pain and it was unknown on caused it. No device malfunction was suspected and the patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing pain from the pocket site all the way to his back on the left side. The patient was given muscle relaxers and steroids by the physician.

Manufacturer narrative:
Concomitant medical products: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain from the pocket site all the way to his back on the left side. The patient was given muscle relaxers and steroids by the physician.